Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Ipsilateral approach was obtained from left cephalic vein to the elbow. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous left brachial shunt vein next to the anastamosis. It was noted the lesion had hard plaque. A non bsc sheath was inserted then a .035mm non bsc guide wire could not cross the lesion. The guide wire was replaced with a .018mm non bsc guide wire which crossed the lesion. The mustang 5.0 x 40, 75cm balloon catheter was advanced and crossed the lesion. Balloon was inflated to 15 atm; however, the balloon would not increase past 10 atm. The physician suspected a balloon rupture. Lesion waist was noted. A 7x40mm non bsc stent was implanted. The same mustang 5.0 x 40, 75cm balloon catheter was then used for post dilation and was inflated to approximately 10 atm in two parts of the lesion for 30 seconds each inflation. Slight waist remained in the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Ipsilateral approach was obtained from left cephalic vein to the elbow. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous left brachial shunt vein next to the anastamosis. It was noted the lesion had hard plaque. A non bsc sheath was inserted then a .035mm non bsc guide wire could not cross the lesion. The guide wire was replaced with a .018mm non bsc guide wire which crossed the lesion. The mustang 5.0 x 40, 75cm balloon catheter was advanced and crossed the lesion. Balloon was inflated to 15 atm; however, the balloon would not increase past 10 atm. The physician suspected a balloon rupture. Lesion waist was noted. A 7x40mm non bsc stent was implanted. The same mustang 5.0 x 40, 75cm balloon catheter was then used for post dilation and was inflated to approximately 10 atm in two parts of the lesion for 30 seconds each inflation. Slight waist remained in the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the device noted that there was evidence that the balloon had been inflated; there was a presence of dried contrast media crystals inside the balloon. A slight kink was noted at approximately 145mm proximal to the distal tip. An attempt to inflate the balloon material noted a leak coming from the distal tip. No leaks were detected in the balloon material. The shaft of the device was clamped proximal to the lap weld area and pressure applied, no leak was noted, indicating the bifurcation was within specification and had no issues. The shaft of the device was then cut proximal to the lap weld area and the balloon removed. Examination of the lap weld fingers found no anomalies. The lap weld fingers were pared back towards the lap weld joint, a tear line was evident which allowed the fluid to move from the balloon lumen out through the distal tip. Water was injected through the distal lumen of the dissected shaft and it exited through the tear line. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4).